Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a peroneal artery recanalization procedure, the guidewire (subject device) became stuck in the catheter and access was lost after recanalization. The physician did an amputation in order to resolve the event. The patient has permanent impairment of a body function. According to the physician, the event was related to the device and possibly related to the patient co-morbidity. Additional information has been requested.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that no anomalies were noted along the length of the guidewire. The non-stryker microcatheter that was used in the procedure and returned with the guidewire was visually inspected and was found to be kinked. Functional testing was performed. The synchro guidewire was loaded and advanced through the proximal end of the sl-10 microcatheter. The guidewire came out of the microcatheter distal end. There was no friction and/or resistance felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. Based on the analysis, the reported event was not confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. It appears the reported jamming of the guidewire during the procedure was due to the kink on the non-stryker microcatheter. Therefore, a cause of caused by other has been assigned to this investigation. It was reported that after removing the guidewire and microcatheter together as one unit, complications occurred which led to amputation of the foot. Potential adverse events associated with guidewire use including access site complications are listed in the device dfu as known and anticipated complications to these types of procedures and patient condition therefore, a probable cause of anticipated procedural complication was assigned to the reported

Event description:
It was reported that during a peroneal artery recanalization procedure, the guidewire (subject device) became stuck in the catheter and access was lost after recanalization. The guidewire and microcatheter were removed from the patient as one unit. The physician did an amputation in order to resolve the event. The patient has permanent impairment of a body function. According to the physician, the event was related to the device and possibly related to the patient co-morbidity.

Event description:
It was reported that during a peroneal artery recanalization procedure, the guidewire (subject device) became stuck in the catheter and access was lost after recanalization. The guidewire and microcatheter were removed from the patient as one unit. The physician did an amputation in order to resolve the event. The patient has permanent impairment of a body function. According to the physician, the event was related to the device and possibly related to the patient co-morbidity.

Manufacturer narrative:
The device history record could not be reviewed because the lot number/serial number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscopic examination of the returned device could not be performed because subject device is not available. Based on the analysis, the reported event was not confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.